Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-00994 and 3005099803-2010-00995. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor rx retrieval balloon devices were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 ((B)(6), female patient). According to the complaint, during the procedure, three balloons popped when they came out of the papilla. Nothing detached inside the patient. The physician completed with the procedure with a fourth extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.